Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via (B)(4) on 2016-nov-23. There was no medical confirmation of the event. The adverse event terms were seizure, temporary, once 10 minutes, vision temporary hours. The date the patient experienced the event was (B)(6) 2016. The cause of the event was not known. There was no change taken with the prialt as the patient had not been seen since the last dose on (B)(6) 2016. On (B)(6) 2016, the dose was 2.7 mcg/day, on (B)(6) 2016 it was 2.5004 mcg/day, and on (B)(6) 2016 it was 2.003 mcg/day. The outcome of the event was recovered/resolved. There were none known of recent relevant laboratory finding or preexisting medical conditions/relevant medical history. The neurologist saw the patient on (B)(6) 2016. An electroencephalography (eeg) was done on (B)(6) 2016. On (B)(6) 2016, a hcp spoke with the patient. The patient advised on (B)(6) 2016, she had a seizure with temporary loss of vision. The patient went to the emergency room (ER) and was referred to a neurologist who then referred her to a pain and spine specialist. The patient was in (B)(6) and was now in (B)(6). The patient had an appointment on (B)(6) 2016 with a new hcp. The patient was advised by the pain and spine hcp that the prialt in her pump may be causing side effects she had. The patient would discuss options at the consult.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 25.0 mcg/ml prialt at a dose of 2.702 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported that the patient was seen at a hospital because they had a seizure for the first time ever on (B)(6) 2016. The patient did not get an MRI and had a CT instead because the hospital could not figure out how to interrogate the pump. The patient was trying to find a physician to check the system and couldnt find someone to see until (B)(6) 2016. A pain doctor and neurologist were not consulted. The patient felt that the prialt may have caused the seizure and the medication had been being increased over time in 2016. The patient stated she had constant nausea, tingling and cold sensation around her back, and an increase in migraines. The symptoms started when they started increasing the prialt in (B)(6) 2016. The patient had also gained 20 pounds since (B)(6). The patient stated none of the other medications have changed, but was taking more anti-nausea medication. The patient was also taking more migraine medication (high level nsaid), but the patient had been off the nsaids for two weeks. A friend or family member of the patient also reported information in regards to the event. The patient had a violent seizure that lasted ten minutes. The patient lost vision in both eyes, lost the use of her limbs, had a very hard time breathing, slurred speech, and moments of black out. The patient was taken to the emergency room (ER) and was there overnight. The ER didnt want to call it a seizure because it was bilateral and the patient could talk. The patient gradually got her function back. The thought this was caused by the pump or the medication in the pump. It was stated that the patient was not admitted. It was mentioned that the patient had baclofen in her pump in the past. The pump was not alarming and the consumer was trying to get the pump checked. The patient went to benign gynecology for pain to see if they recommended a hysterectomy; it was not recommended. The patient was referred to infectious disease, gi and pain management.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.